Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info becomes available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that the pt was revised due to pain and instability. During the revision, it was discovered that the nail had fractured.